Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2011-06292. The pt (B)(6) received and scs system on (B)(6) 2011. It was reported the pt is not receiving complete therapy coverage. Currently the pt is only feeling stimulation above the knee. In addition, it was reported the pt must use a spacer to recharge the ipg due to its current implant depth. The pt is working closely with the physician to determine the next course of action in these matters.